Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an atrial fibrillation (afib) interventional procedure using a 9f sheath. Reportedly, the foot did not open when the lever was lifted. Therefore, the device was removed and another prostyle was used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported inability to deploy the foot was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported inability to deploy the foot appears to be related to a potential product quality issue due to absence of glue in the internal component (sled). The absence of glue in the sled subsequently contributed to the actuator wire slipping or separating from the sled to actuate the actuator wire that deploys the foot. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.